Manufacturer narrative:
The analysis on the computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The returned computer booted normally to application screen. Computer passed tests.

Event description:
A medtronic representative reported that while outside of procedure after booting up, navigation system became unresponsive upon entering the software. Mouse was unresponsive and ctrl+atl+backspace function to restart the system was not functioning. Representative mentioned it was not specific to any one step in the software. There was no patient present at the time of the issue.